Event description:
Per medwatch report (B)(4) received (B)(6) 2010, the surgeon was performing a tonsillectomy using a procise ez coblator wand to cauterize the tonsil areas. According to the staff, the end of the coblator electrode burned off and the wand stopped working. There was no indication of whether the piece that burned off was retrieved, or burned off entirely. There was no harm to the pt. The surgeon switched to a suction coagulator to finish the case. The operating room supervisor stated that there was a question of user error, as the surgeon may not have been using enough water while cauterizing.

Manufacturer narrative:
The device was not returned for investigation. A review of the lot history record of the device was performed and no abnormalities were found. The lot met all device specifications. Since the device was not available for investigation, a root caused could not be determined. No conclusion can be made.